Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door had failed. A field service engineer had checked the t-shot and found that the refrigerator door would fail to open. The fse had reseated all connections on the backplane board, router, and power supply, inspected the lock mechanism wiring for damage. The user had verified operation with access and inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, the station refrigerator door keeps failing. When medication in the fridge is selected, the door will open, then a hardware failure pops up on the screen and the customer is only able to recover the failed door after restarting the whole machine. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.